Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter turns off during strip insertion. This complaint was not resolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.